Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: device is showing "exhalation obstructed" alarm; fan failure alarm; (B)(4) and self test failed alarm. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing "exhalation obstructed" alarm; fan failure alarm; tf 446026 and self test failed alarm. No patient harm or consequences.